Manufacturer narrative:
The insulin pump received with currents in spec. Motor error alarm during the basic occlusion test due to loose drive support disk. No vibrator alarm due to broken vibrator wire. A series of tones is heard for the 3 tones test and there are mono-tonal beeps for the 2 tone test. No beeping anomaly noted during our testing. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Unable to performed functional test due to motor error alarm anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a vibrator anomaly. The customer had to have the insulin pump on vibrate for class. The alerts were not audible. The insulin pump was no longer vibrating. They received a replacement battery cap but the issue was not fixed. The customer's blood glucose level was unknown. Troubleshooting was performed and it was noted that the insulin pump did not vibrate during the vibrate test. The insulin pump's battery was not low. The device was returned for analysis.